Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve and puncturing bone or tissue inadvertently puncture during the procedure have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is due to the patient needing a knee replacement. The provided information does not evidence that the curonix device contributed to the reported issue. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported a possible infection with pain and redness. They requested an explant as they are in need of a knee replacement due to bone on bone. Antibiotics were prescribed however, an infection was not confirmed. An explant procedure is scheduled for (B)(6) 2023.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before the implant of the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve and puncturing bone or tissue inadvertently puncture during the procedure have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported a possible infection with pain and redness. They requested an explant as they are in need of a knee replacement due to bone on bone. Antibiotics were prescribed however, an infection was not confirmed. An explant procedure is scheduled for (B)(6) 2023. Additional information was provided on april 17, 2024. An explant procedure was performed at the same time as the knee replacement surgery. However, a date was not provided. No further information is available at this time.